Manufacturer narrative:
Customer evaluated device.

Event description:
The customer reported the display is all light or all dark. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).